Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents (ref 44500301) lot 1243887 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents indicated that lot 1243887 was manufactured according to specifications and met performance requirements. The complaint was about n1 positive / n2 negative results that were negative for both targets upon repeat with the bd sars-cov-2 reagents lot 1243887. Customer provided ten runs for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents instruction for use. Manual pcr curve adjudication was conducted across the suspected false positive n1 samples. Analysis of the pcr curves revealed a late and low, but true, amplification of the n1 target, without anomaly, indicative of true positive results. Moreover, two of these samples were a negative control and an environmental monitoring and both were reported positive. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents lot 1243887. The root cause was not identified. Positives samples at the limit of detection of the assay or a contamination introduced during the sample preparation at the customer¿s site or from an environmental contamination can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no reagent issue was identified. Bd quality will continue to monitor for trends.

Event description:
It was reported that while testing for sars-cov-2, the bd sars-cov-2 reagents for bd max¿ system produced 7 false positives for n1. Retesting was done with results coming back negative. There was no indication that results were reported, and there was no report of patient impact. Eua#: (B)(4) the following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, in the past three weeks, the case in which only the n1 gives positive results then showed negative results at the re-tests has occurred 7 times. (20 to 30 tests are performed daily.) Before that, false positives had occurred less than 10 times in about 3000 tests. The customer suspects the quality since the rate of false positives increased recently."

Event description:
It was reported that while testing for sars-cov-2, the bd sars-cov-2 reagents for bd max¿ system produced 7 false positives for n1. Retesting was done with results coming back negative. There was no indication that results were reported, and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter, translated from (B)(6): "according to the customer's report, in the past three weeks, the case in which only the n1 gives positive results then showed negative results at the re-tests has occurred 7 times. (20 to 30 tests are performed daily.) Before that, false positives had occurred less than 10 times in about 3000 tests. The customer suspects the quality since the rate of false positives increased recently."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.